Event description:
Analytical laboratory chemistry instrument may have a qc issue with the mixer. When the mixer has failed, the results that are generated may be compromised if the problem is not identified by an astute laboratory technologist. Patient medication management was affected by the bicarbonate lab error, she was a chronic kidney disease patient who had been admitted the previous day for acute-on-chronic kidney failure and a metabolic acidosis, the nephrology service had actually had us start her on a bicarbonate drip, and so we were watching her serum bicarbonate levels very closely lo help determine how long to keep her on the drip, she had a normal serum bicarbonate level come back, but then her next one after that had dropped again, and so we kept her on the drip probably an additional 8 hours longer than needed, due to the serum bicarbonate misreading. Fortunately she did not suffer any notable adverse clinical outcomes due to this. However, the risk is that we could have made her alkalotic (which could have had negative respiratory and hemodynamic impacts) by keeping her on a bicarbonate drip longer than needed due to the lab error. There was at least one other patient who had a negative care experience as a direct result of this issue (2nd report to be created), in addition there may have been up to 347 tote! Patients between (B)(6) 2019 that may have been affected, result disclaimer were added to each of the 347 results that were reported.